Event description:
The following info was received from another co through the mail on 2/17/97 on a medwatch FDA form 3500a. The other co's report# is: 2939301-1997-00011. The pt awoke disoriented and vomiting on 1/13. A 9/a fasting blood glucose result on the pt's test strips (serial# gkx40b1bc) meter using co's test strips was 54 mg/dl. The paramedics were called and when they arrived, attempted to perform a blood test. They were unable to draw blood from the pt's veins. She was transported to the hosp where at 9:20a a lab blood glucose result was 1180 mg/dl. The pt was admitted to ICU and treated with IV insulin and fluids. It was reported the pt is a "very brittle diabetic", subject to rapid and frequent fluctuations in blood glucose levels. Info regarding meter cleaning is unavailable. Quality control tests were performed on the meter and co's test strips on 1/14. The meter calibration was 67 and 68 with a range of 68-90. The control solution result was 43 versus a range of 106-160. The pt is an 85 lb., 85 y/o female. Four mls and cv disease is reported as relevant history/preexisting medical condition. Note: it is reported on the other co's medwatch form section d, #10 that the expiration date for lot# 1k509b is 1/98. Co's records show the expiration for that lot is 4/1/97.